Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1wa11542. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this neurostimulator (ins) experienced no longer getting symptom relief and pain at their tailbone. The patient was assisted with reprogramming and felt comfortable stimulation and sub-sensory level was safe. Afterwards, the patient experienced pain and decreased their stimulation to reduce pain. But when the patient decreased their stimulation, their symptoms returned. The patient tried multiple attempts to adjust stimulation to reduce the pain. It was recommended to the patient that they turn off the stimulation to see if it would help with the pain, but the patient declined since they were still getting good symptom relief. The patient was assisted with reprogramming and will have a follow up. The physician ordered an x-ray. Also, the patient noted they had a revision surgery in 2022 due to severe tailbone pain from their original implant. Following the revision, the patient did great and did not experience pain for a few years. The patient recently lost 130 pounds following gastric bypass surgery. Additionally, the patient did not experience any concerns with the ins related to their weight loss, nor any other concerns. The patient reported still feeling pain in their tailbone even with the stimulation off. The patient had x-rays taken and it showed the lead advanced. The physician is not sure if it is the cause of the pain in their tailbone. The patient had surgery to revise their ins and tined lead. The patient received a new non-rechargeable ins and tined lead. Post revision, the patient reported their tailbone pain resolved. The patient is experiencing good bladder symptom relief.